Manufacturer narrative:
Tw#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable energy stopped being delivered during the ligation phase. Power source swapped without resolution of the problem. Vh-4030 was then swapped while using the original power source and harvester was able to complete the procedure without further incident. No patient injury reported. Minimal delay during troubleshoot but no material delay to procedure.

Manufacturer narrative:
Tw # (B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/08/2025. An investigation was conducted on 08/13/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device failed the pre-cautery test. The power supply did not emit an audible beeping sound and the evh returned harvesting tool did produce steam and heat. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was confirmed. A manufacturing engineer evaluation was conducted. The complaint was not confirmed. A reference hemopro 2 device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro2 adapter (c-vh-4020), and hemopro2 extension cable (c-vh-4030). The on/off power switch on the hemopro power supply (c-vh- 3010) was moved to the on position and the toggle on the handle of the vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. Wet gauze was placed between the jaws and there was visible steam. The reference hemopro 2 device was then connected to the same hemopro power supply (c-vh-301o), the same hemopro 2 adapter, and the complaint hemopro2 extension cable (onetrack 1155798). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy was being delivered to the reference hemopro 2 device. Wet gauze was placed between the jaws and there was visible steam. The complaint hemopro 2 extension cable passed the heat up test confirming that the extension cable is performing as intended and able to deliver energy. Based on the manufacturing engineering evaluation, the reported failure "electrical /electronic property problem" was not confirmed. See attached manufacturing engineering evaluation memo. The reported device is an OEM device, therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.